Event description:
This rv lead was implanted on (B)(6) 2017 and still remains implanted at this time. Painful pacing post implant was noted. A revision took place on the same day to reposition the lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).